Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 22:00:43.during night drain cycle 5, the patient's ultrafiltration reading was 3129ml, indicating the home patient (hp) drained 3129ml more than their maximum programmed fill volume of 3000ml.this information meets iipv criteria. No patient injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. If any additional information is received, a follow-up will be sent.